Manufacturer narrative:
Manufacturing site evaluation: investigation: failure description - the instrument shows broken off parts in the box lock area. The broken parts have been sent separately. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. There are two parts broken off in the box lock of the working end. One part broke off from the blue ceramic isolation on the lateral housing part. The other part broke off from the angle of the jaws. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: based upon our investigation we assume that the breakage of the ceramic parts has been caused most probably due to a overload situation during the surgery. This issue is considered in our instructions for use (IFU) as a "attention"/ hint. Damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: apply caution when operating the product. Do not apply excessive force. Protect the working tip against knocks and impacts. Use the pin protector when the product is not in use. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jaw ins.bip.maryland. The working end of the product (ceramic part and hinge part) was broken. This has been 12th times the surgeon used this product. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).